Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they may want to check your cuff for healing progress') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("bleeding") and amenorrhoea ("no periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, post procedural haemorrhage and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, medical device removal and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal ,bleeding., amenorrhoea. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: additional reporter information added event added: amenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they may want to check your cuff for healing progress') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("bleeding"), amenorrhoea ("no periods") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, post procedural haemorrhage, amenorrhoea and hypersensitivity outcome was unknown. The reporter considered amenorrhoea, hypersensitivity, medical device removal and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal ,bleeding., amenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information updated. Event: hypersensitivity newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they may want to check your cuff for healing progress') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and post procedural haemorrhage outcome was unknown. The reporter considered medical device removal and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.